Event description:
It was reported the patient experienced ineffective therapy. Lead migration was confirmed via x-ray. As a result, surgical intervention may occur to address the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000126807.

Manufacturer narrative:
It was reported to abbott, a patient presented to the clinic for reprogramming after wrestling with their dog. Imaging showed lead migration. Both leads had migrated. The issue was resolved with surgical intervention. The leads were revised; not explanted. There were no complications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18007. Additional information received indicated both leads migrated. As a result, surgical intervention was undertaken on 24 oct 2022 wherein the leads were repositioned to address the issue.